Event description:
It was reported that during surgery, the tip of intertan 7.0mm comp screw starter drill snapped off during drilling. Nail had to be removed in order for the tip of the drill to be removed from inside patient before procedure was finished. A smith and nephew back up device was available. No injury to patient or significant delay reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirmed the screw starter drill tip broke off. The broken piece was returned with the device. The product exhibits signs of significant use and wear. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, the tip of the drill snapped off during drilling which required the removal of the im nail in order to retrieve the broken fragment via tweezers. Reportedly, the same nail was re-implanted after the drill tip fragment was removed. No patient injury or significant delay was reported. It was communicated that the requested medical documentation was not available. Based on the information provided, definitive clinical factors which could have contributed to the reported event could not be concluded. The patient impact beyond the reported drill tip breakage and modified surgical procedure with a 0-30 minute delay cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Section b4 was updated due to new information received.

Event description:
It was reported that during surgery, the tip of intertan 7.0mm comp screw starter drill snapped off during drilling. Nail had to be removed in order for the tip of the drill to be removed from inside patient with tweezers before procedure was finished. The same nail was re-implanted on the same surgery. A smith and nephew back up device (drill) was available. No injury to patient or significant delay reported.